Event description:
It was reported that there was an explant. The therapy stopped helping the patient¿s pain so they wanted to take it out. The patient outcome after explant was not known. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 377860, lot# v014980, implanted: (B)(6) 2007, explanted: (B)(6) 2015, product type: lead. Product ID: 37742, serial# (B)(4) implanted: (B)(6) 2007, product type: programmer, patient. Product ID: 377860, lot# v013243, implanted: (B)(6) 2007, product type: lead. (B)(4).